Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation did not confirm the reported internal controller fault (advisory) alarm, as the system controller (serial number (B)(6)) was not returned for evaluation. The account did not provide log files for review. As a result, the nature of the reported controller fault alarm was unable to be determined. Per information received from the account, the patient had a controller exchange; however, the account will not send the exchanged controller for further analysis. Due to the system controller, (B)(4) is unavailable for evaluation; this complaint file will be closed with no further action. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including yellow wrench alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 2 entitled ¿how your pump works¿ addresses how to safely remove and insert the driveline without any issues. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 25jan2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an internal controller fault advisory alarm. The patient had a controller exchange.